Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. No motor error alarms were noted. However, the insulin pump alarmed during the excessive no delivery alarm test due to a faulty force sensor resistor. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a slightly loose drive support disk.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error while changing the infusion set. Customer does not recall any significant events leading to the alarm. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to rewind the insulin pump. Blood glucose value is 90 mg/dl. Nothing further reported.